Event description:
The device was returned for service. During service the device had depleted batteries. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 01 2007. Evaluation summary:inspection of the device revealed depleted/potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.